Event description:
Device malfunction: none. Symptoms/ae: bradycardia and hypotension. Time of ae: during and after the procedure. It was reported that during a right internal carotid artery stenting procedure, after post stent dilatation, the pt became hypotensive and was started on a neosynephrine drip. The evening of the procedure, the pt became bradycardic, but treatment was not provided. One day postprocedure, the pt reported chest pain. An EKG showed no changes. Four days postprocedure, the hypotension resolved. Five days postprocedure, the chest pain resolved and a pacemaker was inserted resolving the bradycardia. Six days postprocedure, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Hypotension, bradycardia, placement of a pacemaker and angina are potential adverse events associated with the use of this device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.